Event description:
PICC inserted in the infant's right leg and peel away introducer with "wings", included in PICC kit. The wings had "pop off" the catheter introducer with the introducer still intact. Another set of tweezers were utilized to grasp the end of the introducer, and using the forceps included in the PICC kit, was able to break-away the introducer catheter from around the PICC catheter.